Event description:
It was reported that this lead was explanted and replaced due to unknown product performance issues. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due noisy signals. No additional adverse patient effects were reported.